Event description:
The customer reported that they had a display that shuts off for unk reason. This resulted in a temporary inability to monitor pts centrally until the customer replaced the monitor. There was no report of any pt harm as a result of the reported events.

Manufacturer narrative:
The device is an installed centralized pt monitoring system that utilizes a sun microsystems central processing unit (cpu) and related computer network peripherals. The device receives, analyzes, and displays pt vital signs data from multiple bedside multi-parameter pt monitoring devices through either wired or wireless connections. Welch allyn technical support remotely assisted the customer and found that one of their displays failed. The customer's it department replaced the display and locally disposed of the failed display. With no product being returned to welch allyn, no further failure investigation will be performed. Method: (remote troubleshooting).